Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012; 407645 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to noise, with oversensing also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.